Manufacturer narrative:
Investigation summary: bd received two photos for investigation that show multiple tubes with cracks at various points along their sides, as well as two tubes with gel smearing. A total of 30 retained samples were visually inspected for any defects, and none of these samples failed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿, gel smearing was observed in 2 tubes. Broken/damaged tubes were also reported. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿, gel smearing was observed in 2 tubes. Broken/damaged tubes were also reported. There was no health impact or consequences reported.